Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient had been having problems with priming the patient line during setup and had to re-prime the line before connection. The patient line would completely prime after multiple attempts; however, the patient would still see air bubbles in the line and connect to the patient line regardless. The patient complained of shoulder pain and felt that air was entering their body. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.